Manufacturer narrative:
The esheath was returned to edwards for evaluation. Visual inspections of the device revealed the following: sheath distal tip was split from the distal end and hdpe was folded/damaged near the split region, soft tip damaged, sheath liner was torn approximately 8.5¿ in length distal to the strain relief, liner bunched up, and the sheath expanded as designed and the distal tip was opened as designed. A photo and imaging was provided and revealed that the sheath liner was bunched at distal tip, and sheath distal tip appeared slightly damaged, tortuosity presented on the patient access vessels, and calcification presented on the iliac. Functional testing was not performed, due to the nature of the returned device. Dimensional testing was performed on the sheath liner thickness along the tear and was found to be within specification.  During manufacturing, the esheath is both visually inspected and tested several times throughout the process. During manufacturing per procedure, the sheath shaft components and esheath tip are 100% visually inspected for defects.  During the manufacturing process the esheath final assemblies are 100% visually inspected by both manufacturing and quality per procedure for visual defects. Additionally, the esheath is tested and inspected on sample devices from each lot during product verification (pv) testing.  The samples were inspected for expansion force test, defects, seam separation, circumferential orientation, and liner defects. No failures occurred during product verification testing and the lot was released. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history for work order revealed no other similar complaints. The esheath IFU, commander IFU, prepping manual, and device procedural training manual were reviewed for instructions involving device preparation and procedures relating to the complaint event. The commander IFU provides guidance on access characteristics such as severe obstructive or circumferential calcification, severe tortuosity, vessel diameters less than 5.5mm (for size 20, 23 and 26mm sapien 3 transcatheter heart valve) or 6.0mm (for 29mm sapien 3 transcatheter heart valve) may preclude safe placement of the sheath and should be carefully assessed prior to the procedure. The device procedural training manual indicates that for a 29mm valve the minimum vessel diameter is 6.00mm.  In addition, the procedural training manual provides guidance on thv retrieval through the sheath.  The thv can be retrieved through sheath only before thv deployment, ensure the thv is centered on the flex tip, ensure delivery system is locked, retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip, ensure the edwards logo on the sheath handle is facing upward, and withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved and note the crimped thv aligned on balloon is larger than crimped thv off balloon take care if deciding to retrieve and do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. If the balloon burst, if unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. Based on the review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints were confirmed based on visual inspection of the returned device. A review of DHR, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. No manufacturing abnormalities were observed on the returned sample, dimensional measurements met specification for the sheath liner, and an existing technical summary written and documented by edwards for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient/procedural factors (e.g. Access vessel tortuosity/calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. Tortuous patient anatomy can create sub-optimal angles that can lead to non-axial alignment in the advancement and retrieval of the delivery system. Moreover, the torn delivery system can potentially catch on to the tip or liner of the sheath and create tip damage/split for liner tears upon removal. Also, balloon leg flared out implies the resistance during the delivery system withdrawal, which could cause damage in the soft tip and bunching of the liner, so excessive manipulation to overcome the resistance could lead to sheath damage/split and liner tear during ds withdrawal. In this case, available information suggests that patient factors(calcification/tortuosity) and procedural (withdrawal of a torn balloon/excessive device manipulation) factors liked contributed to the reported event. However, a conclusive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time.

Manufacturer narrative:
This report is 2 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2020-13739. The investigation is ongoing.

Event description:
Per engineering observation prior to device decontamination of the returned 16fr esheath, it was found that the distal tip was split, and the liner was torn. As reported by our spanish affiliate, during valve deployment of a 29mm sapien 3 valve in the aortic position, the commander delivery system balloon did not inflate. A decision was made to remove the delivery system and the valve. During removal, it was not possible to completely withdraw the balloon and the valve into the sheath.  When the sheath and the delivery system were being removed as one unit, the exposed frame of the valve caught on the closure device sutures causing a dissection in the femoral artery. The dissection was treated with a balloon and a stent was implanted. A new valve, delivery system and sheath were used, and the valve was successfully implanted. The patient was stable and discharged. Per report, the vessels and the aorta are slightly calcified and tortuous.